Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement using MRI powerport isp. On (B)(6) 2025, 1 year, 4 months, and 9 days post port placement, the port seat below the clavicle allegedly found bulged. It was further reported that the catheter allegedly found ruptured. Reportedly, catheter found with leak and extravasation. The implanted port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician is holding a blood stained single lumen port catheter and bent the catheter at the fracture site in which a fracture on the catheter near the port base was noted. Therefore, the investigation is confirmed for the reported fracture, fluid leak and extravasation issues. However, the investigation is inconclusive for the reported stretched, material protrusion/extrusion as no evidence was noted in the provided photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement using MRI powerport isp. On (B)(6) 2025, 1 year, 4 months, and 9 days post a port placement, the port seat below the clavicle allegedly found bulged. It was further reported that the catheter allegedly found ruptured. Reportedly, catheter found with leak and extravasation. The implanted port was removed. The current status of the patient was unknown.